Event description:
It was reported that three months ago, revision surgery was performed in which a wright medical stem was removed, but the cup was retained. A restoration modular was utilized. Evidently, patient dislocated and the surgeon decided to come back to decrease the combined anteversion of the cup and cone body. The wright acetabulum was replaced using a tritanium revision shell and was explanted in a position of less anterversion. A new cone body was also implanted with less anterversion, resulting in a stable contrast, especially anteriorly. Nothing was loose or broken.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the surgeon kept it. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that three months ago, revision surgery was performed in which a (B)(6) medical stem was removed, but the cup was retained. A restoration modular was utilized. Evidently, patient dislocated and the surgeon decided to come back to decrease the combined anteversion of the cup and cone body. The wright acetabulum was replaced using a tritanium revision shell and was explanted in a position of less anteversion. A new cone body was also implanted with less anteversion, resulting in a stable contrast, especially anteriorly. Nothing was loose or broken.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding off-label use involving a 25mm mod rev hip bdy/blt +20mm component level 9006-1-225 was reported. Conclusion: the reported event involves dislocation and subsequently revision. A (B)(6) medical cup was implanted with a restoration modular stem. This indicated off-label use and a possible contributing factor to the dislocation. Based on the provided information, the product reported in this investigation did not contribute to the event.